Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, the patient experiencing symptoms and pain on her lower left side. Doctor examined patient and diagnosed gingival abscess on tooth #21. Additionally, #21 has extensive bone loss with aap stage IV with class iii mobility. Doctor advised patient to discontinue all future treatment with byte aligners due to extensive bone loss.